Event description:
The customer reported had been having high and low blood glucose. Troubleshooting was for high blood glucose. Customer's blood glucose was 585 mg/dl and treated with insulin pump. It was found in the alarm history that customer had several no delivery alarm. Customer will call back to perform high pressure test once she receive the tubing clamps. Customer mentioned she had low blood glucose of 33 mg/dl and currently she had 52 mg/dl. Customer treated with orange juice. Troubleshooting was done for low blood glucose. Customer will monitor the insulin pump and will follow up with physician regarding her low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).